Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pieces missing to the top of reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had crack in reservoir compartment and unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify no excessive no delivery/occlusion alarm due to broken reservoir tube lip. However, device passed rewind test, displacement test, prime/a33 test and excessive no delivery test. The p-cap does not lock into the reservoir compartment properly noted. (B)(4).